Event description:
Patient underwent a primary thr on the (B)(6) 2017. Patient has been complaining of thigh pain over the last few months, an upon further investigation it was determined that she has a loose femoral component and requires revision surgery. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).